Event description:
It was reported that an active motor stall was seen at initial interrogation and that there had been recurrent stalls. The pump logs reflected that the first stall occurred (B)(6) 2015, recovered (B)(6) 2015, another occurred (B)(6) 2015 (per the patient), and that it was still stalled (B)(6) 2015. A ¿stopped pump period may exceed tube set¿ message occurred after both stalls. The patient had not had an MRI (magnetic resonance imaging), and no programmer magnet had been used for interrogation. The patient reported that the pump was alarming or beeping ¿like a european siren¿ which was consistent with a critical alarm. The patient stated that the alarm didn¿t go off and the motor stall problem resulted in having to have the pump turned off (turned down to minimum rate). The patient stated he didn¿t experience any withdrawals until after the pump was turned off, but that within 12 to 14 hours he experienced withdrawal symptoms of nausea, diarrhea, leg jerking, ¿spine feels like sensation,¿ and extreme pain. The patient went to the emergency room and received im (intramuscular) morphine. The patient noted they had been scheduled for a follow up appointment (B)(6)2015 but ¿can¿t go that long without his pump.¿ the healthcare professional (hcp) had not determined a cause of the motor stall. The healthcare professional stated that the patient¿s oral dose of medication was increased. A pump replacement surgery was planned for (B)(6) 2015. Per the hcp, the patient¿s symptoms had been resolved as of (B)(6) 2015. The pump was used to infuse morphine (unknown). No patient outcome reported for this event. Follow up was conducted to obtain further information. If additional information is received a follow up report will be sent.

Event description:
On 2015 (B)(6), additional information was received from a manufacturer's representative reporting that the pump was explanted on thursday 2015 (B)(6) and it was returned for analysis on 2015-07-30.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8709, lot# j0058170r, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).